Manufacturer narrative:
Device evaluation summary: device evaluation of electrode best sn (B)(4) has been completed. The reported problem (constant check belt messages) has been confirmed. Upon evaluation, the black pulse wire was open inside the trunk cable. The cause of the constant check belt messages is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted form the damaged wires. The patient received a replacement electrode belt.

Event description:
A (B)(6) patient contacted zoll customer support to report constant check belt messages. The patient was issued a replacement electrode belt.